Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the phacoemulsification handpiece has poor aspiration and the handle gets warm during a cataract extraction with intraocular lens implant procedure. The surgery was completed using an alternate handpiece with no impact to the patient.

Manufacturer narrative:
The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The returned phaco handpiece was then connected to a calibrated system, where it passed tuning, but had an elevated shell temperature during a five minute burn-in test with the system set at 100% ultrasonic and torsional power. Disassembly of the handpiece revealed that the crystal stack was fused together, causing the observed elevated shell temperature. The reported event of poor aspiration could not be confirmed. The root cause of the reported event of high temperature can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The root cause of the reported event of poor aspiration cannot be determined conclusively the manufacturer internal reference number is: (B)(4).